Event description:
Pt on high flow nasal cannula. During pt care rn noticed equipment did not appear to be flowing properly through the nasal prongs. Upon further inspection by rn and radiation technician (rt) it was discovered that tubing was broken near the base where it connects to the heated circuit. Pt did not appear to have any adverse reactions due to this event.